Event description:
It was reported that the device was explanted for an unknown reason. The medication being delivered via the device system was prialt.

Manufacturer narrative:
Final device analysis of the pump revealed no anomalies. The pump dispensed normally with normal device function. Final device analysis of the catheter included the proximal catheter segment 7.5cm including the sc pump connector and strain-relief sleeve to the pin connector to the distal piece 15.8cm. The sc pump connector came apart, and the catheter that attaches to the sc pump connector has become detached. The inner pump connector part and the catheter segment slid proximal to the outer sc pump connector white material.